Event description:
The customer reported that the system displayed a filmer error message. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep was denied access to the system due to company policies regarding training concerns.